Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead fractured. As such, surgical intervention took place wherein the lead was explanted and replaced on (B)(6) 2018 to address the issue.